Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a system offline, nurse amy can not find the patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the facility had recently been acquired by another company, and the internet provider had been changed. As a result, the system was no longer online, likely due to network configuration changes or the lack of proper setup with the new provider. A technical support specialist determined that the customer needed to contact the facility's it (information technology) team to assist with reconnecting the system to the network under the new internet provider.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the facility had recently been acquired by another company, and the internet provider had been changed. As a result, the system was no longer online, likely due to network configuration changes or the lack of proper setup with the new provider. A technical support specialist determined that the customer needed to contact the facility's it (information technology) team to assist with reconnecting the system to the network under the new internet provider.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a system offline, nurse amy can not find the patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.